Event description:
It was reported that the tip of the instrument broke as it was biting down on the tissue. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determined the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.